Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthralgia, anxiety disorder, headache, palpitation, insomnia, acne, left lower quadrant pain, chest pain, cough, acute bronchitis, acne, foot sprain and hypothyroidism. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), postoperative adhesion ("found adhesions and scarring during hysterectomy"), amnesia ("memory loss"), lethargy ("lethargy"), sleep disorder ("sleep disorder"), fatigue ("fatigue") and thyroid disorder ("thyroid issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((partial hysterectomy (take uterus and fallopian tube)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, dyspareunia, autoimmune disorder, postoperative adhesion, amnesia, lethargy, sleep disorder, fatigue, weight increased and thyroid disorder outcome was unknown. The reporter considered allergy to metals, amnesia, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, lethargy, pelvic pain, postoperative adhesion, sleep disorder, thyroid disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthralgia, anxiety disorder, headache, palpitation, insomnia, acne, abdominal pain lower, chest pain, cough, acute bronchitis, acne, foot sprain and hypothyroidism. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), postoperative adhesion ("found adhesions and scarring during hysterectomy"), amnesia ("memory loss"), lethargy ("lethargy"), sleep disorder ("sleep disorder"), fatigue ("fatigue") and thyroid disorder ("thyroid issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((partial hysterectomy (take uterus and fallopian tube)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, dyspareunia, autoimmune disorder, postoperative adhesion, amnesia, lethargy, sleep disorder, fatigue, weight increased and thyroid disorder outcome was unknown. The reporter considered allergy to metals, amnesia, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, lethargy, pelvic pain, postoperative adhesion, sleep disorder, thyroid disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.